Event description:
Medtronic received information regarding a shunt. It was reported that the patient was implanted with a medtronic adjustable pressure shunt tube. After the operation, the patient had symptoms of lethargy and blood in the stool after returning to the local area. On (B)(6) 2022 the patient went to the local hospital for inpatient treatment. At present, the patient was hospitalized and their condition has improved. The health care professional stated that they did not understand the medtronic shunt tube and suggested that the patient return to operating hospital to adjust the pressure. Currently affected by the epidemic in (B)(6), the patient could not return to the operating hospital to adjust the pressure. Technical services suggested to contact the neurosurgeon of the patient's hospital to send a consultation invitation to the operating hospital to confirm the next treatment plan. If need the cooperation of medtronic staff, need to provide the name, and phone number of the neurosurgeon who could issue a paper pressure regulation doctor's order.

Manufacturer narrative:
Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: see a1, a4, b5, d4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was resolved when the patient had underwent pressure regulation, and the hydrocephalus had improved. No adverse event occurred with the patient.

Manufacturer narrative:
H6. Annex a and e codes updated. Previously reported annex a and e codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.